Event description:
Medtronic received information regarding an imaging system being used sacroiliac and thoracolumbar procedure. It was reported that system was stuck in booting. In troubleshooting rebooted and no green light on mobile viewing system (mvs) tower and were not able to spin. This had occurred intra operatively. There was no reported impact to the patient outcome. No additional information was provided.

Manufacturer narrative:
(H3,h6): no parts have been received by manufacturer for evaluation. B17,c20,d15 codes applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450, lot/serial #: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: , lot/serial/version #: h3) the manufacturer representative went to the site to test the imaging system. The found that the generator was not energizing. Found +5vdc output from the power supply reading 4.6vdc. They disconnected and reconnected the power supply connections several times to reduce pin oxidation. Adjusted it from +5vdc to measure +5.14vdc. System checkout performed. H2) patient information added to a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5,h6 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used sacroiliac and thoracolumbar procedure. It was reported that system was stuck in booting. In troubleshooting rebooted and no green light on mobile viewing system (mvs) tower and were not able to spin. This was occurred intra operatively. There was no reported impact to the patient outcome. Imaging and navigation were aborted. No additional information was provided.